Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related. Information gained through this investigation will be utilized to pursue appropriate action(s), as necessary.

Event description:
It was reported that this programmer exhibited a frozen touchscreen. The programmer was unable to be used. No patient involvement.